Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at a third party service center, a failure of the device's ac inlet connector was observed. The device's ac inlet connector was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.